Manufacturer narrative:
Patient information: no information provided. A sample was not returned for analysis and no lot number was provided. Per 3m medical director, causality cannot be confirmed based on absence of available information.

Event description:
Received from (B)(6): coban 2 lite compression system was applied for a post-surgical compression procedure. When the compression was stopped two days later, a stage 1 pressure ulcer was observed on the dorsum of the foot. A stage 2 pressure injury resulted that is ongoing but reported to have been healing with application of inadine dressing with no further compression.